Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin would not stop dripping. The customer's mother also reported that the insulin pump alarmed no delivery. The customer's mother stated that they had high blood glucose of 498 mg/dl. The customer's mother stated that they treated the high blood glucose by bolus. The customer's mother declined to troubleshoot for high blood glucose. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoirs showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.